Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition can cause difficulty loading the reload and potentially causing the system to indicate a reload is attached when one is not. Replication of this condition may occur if the rotating ring is inadvertently moved out of position during handling of the reload. However, it could not be reliably determined how or when this occurred. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats), upon attempting a subsequent reload, the reload would not attach to the adapter. It was stated that the pin at the distal end of the adapter was no longer aligned correctly. It was also stated that another adapter was used and had the same malfunction. A new adapter was used to complete the case. There was no patient injury.